Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-4020c-08 fastthread biocomposite interference screw stripped during insertion. The screw was not advancing and upon removal, it was noticed that the thread had become stripped and deformed. No additional incision was required to remove the screw and the case was completed using another fastthread screw. This was discovered during an acl procedure. Additional information received on (B)(6) 2023: the screw did not break off, but the geometry deformed to the point of unitability.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed use error due to not completely seating the screwdriver within the biocomposite¿ interference screw. Per dfu-0111-7 at revision 0. G. Precautions. 6. Bio-absorbable interference screw only: it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal.